Event description:
It was reported that during a supply change the user deployed the infusion set incorrectly, the white applicator piece fell out, and the user removed the used infusion site from the applicator before inserting a new infusion set and securing tubing; the event involved an infusion set cannula and reflected an improper procedure. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.